Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. No lot number provided for DHR.

Event description:
It was reported that a patient reported changing a cartridge. Then, last night the pump was checked and realized that the cartridge was still about 90%full, patient restarted her infusion at her maintenance dose rate of 0.028 ml/hr (37 nkm) and went to bed. Patient woke up this morning feeling terrible. She was previously told by medic if something like this occurred, should reduce the infusion rate by half and increase by 0.002 ml/hr every day as tolerated until she gets back up to her maintenance dose. Patient also had not changed her cartridge after 72 hours because she thought if pump wasn't running she wouldn't have to.